Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was found kinked during puncture on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the spring wire guide was found kinked during puncture on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit. The guide wire will be analyzed as part of this complaint investigation. Potential signs-of-use in the form of biological material was observed on the guide wire body. Visual examination of the guide wire revealed four kinks on the body. The distal j-tip was also slightly deformed. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were spherical and intact. The kinks in the guide wire measured 271mm, 288mm, 305mm, and 567mm from the proximal weld. The total length of the guide wire measured to be 601mm which is within specifications of 596mm-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.79 mm which is within specifications of 0.788mm-0.826mm per product drawing. The guide wire was inserted through the returned catheter. Minor resistance was observed due to the kinking; however, the guide wire was eventually able to pass completely through the catheter. A manual tug test confirmed both welds were fully intact. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of guide wire kinking was confirmed by complaint investigation of the returned sample. The guide wire contained four major kinks. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.